Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurements. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor performance had deviated from normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement and to bring the sensor back. In-house testing of the returned sensor showed that the sensor was chemically underperforming. A review of the raw sensor data showed optical instability from the (B)(6) 2025 onwards. This transient optical instability most likely contributed to the observed sensor inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that presents itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel, which is sensor's chemical component. B4.date of this report (B)(6)2025. D9 device available for evaluation? Yes,device received on (B)(6) 2025. G3.date received by the manufacturer? 25 june 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114.h6. Investigation conclusions updated to 4315.